Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "polyethylene liner dissociation with the pinnacle acetabular component: should we be concerned" written by adeel r. Memon, mbbs, mch, frcs arthroplasty fellow, david gwynne-jones, ma, frcs, fracs (orth) consultant orthopaedic surgeon published by arthroplasty today accepted by publisher 2 december 2019 was reviewed. The article's purpose was to report on 6 patients who experienced liner dissociation and required revision surgery. The article reports all cups were retained and femoral heads were exchanged in passing. Article reports there were reports of pain and a "feeling of subluxation" denoting instability. No further complications at the last follow up. Figure 1 provides radiographic imaging of "internal subluxation of femoral head within the socket" and figure 2 provides photographic image of retrieved poly insert and head showing "fracture tabs and deformed shape." Depuy products: pinnacle cup, poly liner, corail stem, metal or ceramic head (mop = metal on poly; cop = ceramic on poly). Case 4: (B)(6) year old male with indication of oa presented 58.3 months post implantation of pinnacle cup and corail stem with cop bearing surfaces who experienced a liner dissociation and received revision for cementing of line into existing cup. Cup was well fixed, but impingement against femoral neck in external rotation due to stem anteversion. Subsequently revised to tapered fluted modular stem with less anteversion.